Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Codes updated to reflect current non-complaint status. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-11-01. It was confirmed that the patient has a non-rechargeable device. The patient was confusing his current system with an old system. The patient was reprogrammed and educated on the current non-rechargeable device. The patient's weight is unknown. No further complications were reported/anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that the battery was not charging all the way and it only reads half way even though it was on for 12 hours. The patient reported he had a rechargeable device but was registered only with a non-rechargeable. No troubleshooting was possible due to lack of access to product. The patient also said he needs a routine programming adjustment and since he has stomach surgery coming up, it is positioned so it can help with that. No further complications were reported. The indication for implant was spinal pain.